Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave normal pulse rate reading except for one student which gave a high pulse rate reading of 285. Customer indicated there was no patient harm.